Event description:
The customer reported problems with the image quality on the system. No patient injuries were reported.

Manufacturer narrative:
The ge service rep checked the system over and could not reproduce the poor image quality. Everything appeared to be working as intended.